Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 11 months due to patient's shortness of breath and increasing aortic valve regurgitation. Additional information (patient info, operative details, patient condition) was requested but not yet provided by the healthcare provider.

Manufacturer narrative:
Device evaluation: method = evaluation anticipated, but not yet begun. Result = evaluation anticipated, but not yet begun. Additional manufacturer narrative: additional information such as device model, serial number, patient info, operative details...etc have been requested but not yet provided. Device evaluation results, as well as any additional information, will be reported once completed/received.

Manufacturer narrative:
Evaluation: method = photographs provided by customer evaluated. Evaluation summary: the device was received by edwards lifesciences product evaluation and engineering laboratory in (B)(4) for an evaluation: one section of valve was received in (B)(4), which consisted of part of the sewing ring and corresponding wireform. The rest of the valve and leaflets were not returned. Host tissue was noted on the inflow and outflow aspect of the sewing ring and stent. However, we were not able to further evaluate due to the condition of the returned device. Photos of the explanted valve was provided by the customer, and the following observations were made: three images of the valve were provided by the customer. Photos included inflow, outflow and side view of the outflow aspect. Sewing ring and valve leaflets appeared to be stained with blood. Two visible damages were observed on two of the three leaflets: one leaflet appeared to be missing about ¼ of its tissue, rectangular in shape, from the free margin into the cusp area. The missing tissue was not visible in the photos. Also noted another disruption, tear drop in shape, observed in the adjacent leaflet. The hole was beveled at the outflow aspect. The characteristic of such a disruption was typical to those caused by a suture tail abrasion. White material, most likely host tissue overgrowth, was also visible on the stent and sewing ring on the inflow and the outflow aspect. Additional manufacturer narrative: review of manufacturing records confirm that this device passed all manufacturing and sterilization inspections. Based on the provided photos and our investigation, it is more likely that the reported tissue tears leading to increased regurgitation were caused by a suture tail abrasion. Per product instructions for use (IFU), "when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Cases have been reported in which bioprostheses developed severe regurgitation and had to be replaced as a result of wear due to contact with sutures. Therefore, the investigation reveals that surgical technique may have caused or contributed to this event.